Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted incisional hernia tapp surgical procedure that the cable of the mega suture cut needle driver broke and was sticking out of the instrument. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and was advised that there was no additional information available. The mega suturecut needle driver instrument has been evaluated by the failure analysis (fa) team. The instrument was found to have a broken grip cable at the distal end. The distal idler pulley spun freely and did not exhibit any damage.

Event description:
Refer to h10/h11 for follow-up information.